Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was mildly calcified and 75% stenosed. After pre-dilatation with a non-abbott balloon, a non-abbott stent was implanted. An nc trek was advanced for post-dilatation and attempted to inflate at the nominal pressure when a rupture occurred. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. A same size non-abbott was applied for post-dilatation as a replacement device to complete the procedure.